Event description:
Additional information indicates that following patient's ipg shutting down unexpectedly, patient experienced return of symptoms. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
A therapy off event was reported to abbott. A therapy off event was confirmed via logs. Logs confirmed the ipg auto reset about 50 days after implant. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system had reset about 50 days after implant. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.